Manufacturer narrative:
Bd received (B)(4) samples from the customer facility for investigation. Based on the evaluation of the samples, bd observed blood pooling in the stopper. A review of the manufacturing records was performed for the incident lot and no issues were observed. As indicated in the bd vacutainer® barricor¿ plasma blood collection tube product insert, after venipuncture, the top of the stopper may contain residual blood. Proper precautions should be taken when handling tubes to avoid contact with this blood. While residual blood in the exterior well of the stopper can occur, corrective actions are in the process of being implemented to reduce further occurrence. Conclusion: evaluation of the returned samples confirmed the reported defect. No definitive root cause could be established for the reported.

Event description:
It was reported that bd vacutainer® barricor¿ tube had blood pooling in the stopper. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 07/20/2017. The actual date received by manufacturer was 07/17/2017. Date of event: (B)(6) 2017. Date received by manufacturer: 07/17/2017.